Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (50 mg/ml at 0.310 mg/day), bupivacaine (20 mg/ml at 0.124 mg/day), clonidine (300 mcg/ml at 1.86 mcg/day), and baclofen (150 mcg/ml at 0.93 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain and chronic low back pain. On (B)(6) 2015, the pump was alarming. Pump interrogation and the logs noted that the pump was alarming due to reset-low battery and the pump was in safe state. The cause was unknown. Additional information was received and it was reported that the pump was replaced late on friday night ((B)(6) 2015). The patient noticed the alarm on (B)(6) 2015 and began having withdrawal symptoms. The return paperwork indicated "battery is depleted". The patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump found low battery reset with undetermined cause.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.